Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2500 ohms and pacing not delivered when required. The patient had presented to the emergency room with a heart rate of approximately 30 beats per minute (bpm). An x-ray was taken which showed the lead was wrapped up at the top of the device. It was therefore suspected that the patient may have been a twiddler. A surgical revision was performed, and the lead was surgically abandoned and replaced. No lead damage was observed during the revision. No additional adverse patient effects were reported.